Event description:
Reportedly, the light of the home monitor remains orange.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Evaluation summary: - upon reception, the returned home monitor was tested and the reported issue was confirmed: the status light of the subject home monitor was constantly lighting in orange. - in-depth analysis of the returned unit revealed that the home monitor is booting in a test mode due a short circuit between the printed circuit board (pcb) and the ground. In this test mode, the home monitor is not functional, explaining the reported behavior. - the root cause of this short circuit is most probably associated to an issue at the manufacturing level.